Event description:
During a low anterior resection procedure, the device was used for the distal transection on the large bowel. A leak was identified post-operatively and confined to the comer of that staple line. A re-operation was required. The cause of the leak is unk, however, it is believed to be associated with stapler performance. The staples were formed properly at time of firing and the staple line was complete. There was no reported device malfunction during the procedure. There was no reported device malfunction during the procedure. There was no further consequence to the pt.